Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation and leaflet motion restriction were confirmed based on report by field clinical specialist (fcs). Available information suggests procedural factors (under-expanded thv) may have contributed to the event as reported. As reported by the fcs, ''it was noted after placement that the leaflets were ''stuck open'' due to the valve potentially being undersized (for the patient's homograft, as we were appropriately sized for the magna ease that was in place'' and ''since the homograft was smaller than that of the surgical valve, we were not able to fully expand the [thv].'' Additionally, it was reported that the patient had a 20mm pulmonary homograft, while the implanted thv was size 23mm. Per this reported information, it appears that the valve may have been under-expanded due to the reported suspected improper sizing (likely too large for the pre-existing homograft). Deploying the valve using less than the prescribed volume may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, shape of existing landing zone (valve/ring, non-circular annulus, bicuspid patient, etc.) May result in under deployment of the valve. The valve must be fully deployed for proper function. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tpvr procedure in a pre-existing surgical valve, post placement of 23mm sapien ultra valve, free moderate to severe pulmonic insufficiency (pi) was noticed and second inflation was done adding 2 additional cc's of fluid to the commander balloon. Post second inflation, free pi observed and third inflation was done with 24mm non-edwards balloon. Diameter of fully inflated sapien valve did not exceed 21mm x 19mm. The physician mentioned that the patient had a 20mm pulmonary homograft in addition to the 23mm magna valve. Post the 24mm non-edwards balloon inflation the physician decided to place a non-edwards valve within the sapien valve to reduce the free pi. Per additional information from the fcs, there were no concerns with the device being the cause of the complaint. The concerns were from the patient's history as it wasn't very clear, due to the physician not being able to get any information about the patient from the facility they were originally treated at for the initial surgical valve placement and previous surgeries. The leaflets functioned appropriately during the rinse process. It was noted after placement that the leaflets were ''stuck open'' due to the valve potentially being undersized (for the patient's homograft, as we were appropriately sized for the magna ease that was in place. The physician felt the cause of the free pi was due to the patient having a smaller homograft that was not calcified. The patient had an annular patch placed in addition to the larger magna ease. Since the homograft was smaller than that of the surgical valve, we were not able to fully expand the homograft. We used the valve-in-valve app to ensure we used appropriate balloons to fracture as well as appropriate ew valve to place within the magna ease.